Event description:
Post-op, the patients' iop spiked and an ac washout and implant removal was carried out. When the high iop persisted, a drainage device was implanted. On the day of this implant procedure, a small piece of the itrack advance catheter sheath material was noticed by the surgeon at the otomy site and removed.